Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
A doctor reported persistent corneal haze post presbyopic corneal inlay of the left eye. Inlay was explanted.

Manufacturer narrative:
The system history review shows that the laser was verified successfully prior to and after the day of treatment. Logfile for the date of treatment showed that no abnormalities or deviations could be identified. The patient data review revealed that the treatment report does not show any abnormalities related to the application. Device settings are as per recommendation. No technical root cause was identified as the product was found to be within specifications. The root cause cannot be determined conclusively. (B)(4).